Manufacturer narrative:
Evaluation summary: inspection of the femoral component reveals bone on the inside surfaces of the femoral component except for in the anterior region, consistent with resorption in this area. X-rays were not provided for evaluation. Device was in-vivo for approximately 6 years and the patient is reported to have a high activity level. With the information provided, a probable cause cannot be assigned to the complaint. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Patient presented with pain and discomfort in left knee. Has swelling and positive bone scan. X-ray shows considerable resorption in area of anterior femoral component.